Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. No housing or environmental seal damage was observed. The device data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no damage was present, a root cause of unsure properly inserted cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.